Manufacturer narrative:
Per the t:slim x2 user guide, ¿for children (ages 6¿17) both sites on the belly and upper buttocks are approved for sensor insertion.¿ per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was being worn on the customer's back right side, and was not within line of sight of the pump. The customer moved the pump and transmitter within line of sight and was able to successfully restart the sensor session on the pump. No additional patient information was available.